Event description:
It was observed during device evaluation, that the gastrointestinal videoscope was insufficiently reprocessed. During precleaning, air was no suctioned, the air/water channel cleaning adapter was not used, and the auxiliary water channel was not flushed. During the leak test, the scope was partially submerged under water and angulated with the control body outside of the water, part of the insertion tube was not submerged, and the air source was turned off while the scope was still submerged in the water and the leakage tester was removed from the scope. During the brushing steps of manual cleaning, the control body of the scope was removed from the detergent to actively perform the brushing steps. While actively brushing with the channel cleaning brush, the other end of the brush (channel opening brush) was on the floor. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the insufficient reprocessing was not following the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.